Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned and analyzed and no anomalies were found. The defib conductor was distorted and the inner tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. Several conductors had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism and sleeve head. There was a tip seal observation and apparent explant damage.

Event description:
It was reported that the lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.